Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported receiving a blood glucose reading of 40 mg/dl from both the freestyle libre sensor and an unspecified competitor meter. The customer reported not feeling any symptoms, but self-treated with food. The customer received another sensor scan of 40 mg/dl after an unspecified amount of time, and self-presented to a healthcare provider. The customer received a laboratory blood glucose result of 750 mg/dl and high ketones in urine (diabetic ketoacidosis). The customer was diagnosed with hyperglycemia and treated with an unspecified injection. The customer also reported being hospitalized for 5 days, starting from (B)(6)2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer reported receiving a blood glucose reading of 40 mg/dl from both the freestyle libre sensor and an unspecified competitor meter. The customer reported not feeling any symptoms, but self-treated with food. The customer received another sensor scan of 40 mg/dl after an unspecified amount of time, and self-presented to a healthcare provider. The customer received a laboratory blood glucose result of 750 mg/dl and high ketones in urine (diabetic ketoacidosis). The customer was diagnosed with hyperglycemia and treated with an unspecified injection. The customer also reported being hospitalized for 5 days, starting from (B)(6) 2019. There was no report of death or permanent injury associated with this event.